Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240. This error occurred during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) to cycle power. The tsr advised the hp to disconnect and the hp stated that she would finish therapy using manual supplies. The tsr advised the hp to call the nurse in the morning. No patient injury or medical intervention was reported. Product surveillance was contacted by the patient on (B)(6) 2010. The patient stated the following: nothing was noticed with the supplies and the sample was discarded. The box was empty so a companion sample was not available and the lot number was h10f26042. The patient had contacted the nurse regarding the event and the nurse did not have the patient use antibiotics. The therapy was going fine otherwise.

Manufacturer narrative:
(B)(4). Additional information: a batch review was performed and no issues were noted. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).